Manufacturer narrative:
The device is not being returned for eval. No lot code was provided for the device. Without the device and/or lot code we are unable to investigate the reported complaint. We are considering this complaint closed.

Event description:
It was reported that "during a procedure, the handle on the v-care separated from the device, in that it lost its stability and was spinning freely".